Event description:
It was reported the patient had a pocket hematoma after the device implant procedure. The pocket site was edematous and had increased drainage. A pressure dressing was applied and the heparin drip was held. It was further reported the patient suffered a thrombotic stroke with symptoms of right sided weakness, expressive aphasia and change in mental status. The symptoms lasted 24 hours and then spontaneously resolved. A transesophageal echocardiogram revealed a left atrial appendage thrombus and a computed tomography scan of the brain was negative. Patient will receive rehabilitative care. The physician indicated there was no relationship to the device or leads. The device and leads remain in use. The patient is enrolled in the attain (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013; 6935m implantable tachy lead (B)(6) 2013. (B)(4).